Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The catheter returned has the hub detached. The heat shrink was received detached from the hub. The catheter working length was observed cut/separated and the most proximal section (the flare section) was not returned for analysis. Residues were observed on the heat shrink and hub (evidence of use).

Event description:
It was reported that the hub detached. A 12 flexima apdl catheter drainage was used in a right chest tube placement. It was noted that the hub detached as the white cuff pulled away from the blue shaft. No patient complications were reported.

Event description:
It was reported that the hub detached. A 12 flexima apdl catheter drainage was used in a right chest tube placement. It was noted that the hub detached as the white cuff pulled away from the blue shaft. No patient complications were reported.